Event description:
It was reported to boston scientific corporation in 2006 a rx dilatation balloon was used during a dilatation procedure (patient age, gender, and weight unknown) four days prior. When the physician attempted to inflate the balloon, after cannulation, the balloon was unable to inflate. The procedure was completed with a different device (device type and MFR. Unknown). No patient complications were reported as a result of this event.

Manufacturer narrative:
This complaint stated that the balloon was unable to be inflated. Direct product analysis has revealed a tear along the length of the balloon. The tear may have been caused by contact with a sharp object or surface or during advancement of the device through the endoscope. The device history record (DHR) was performed; no anomalies were noted. A review for similar complaints within the batch number was completed and there were no other complaints associated with this batch. Although the root cause of the defect cannot be determined, it appears that the balloon tear was caused by contact with a sharp object or during advancement of the device through the endoscope.